Event description:
On (B)(6) 2011, the pt was implanted with five gore excluder aaa endoprostheses to treat an 11.5cm abdominal aortic aneurysm. The pt's anatomy was reported as being highly tortuous. The pt's proximal neck measured approximately 90 degrees. The pt's femoral access sites were excessively tortuous which made it difficult to insert the wire and sheath but the physician was able to gain access and the pt tolerated the procedure. On (B)(6) 2011, an angiogram revealed that the right limb on the contralateral side was fully occluded. On (B)(6) 2011, the physician tried to reopen the occluded graft but was unable to do so. The pt had a femoral-femoral bypass procedure to regain blood flow. The pt tolerated the procedure and the blood flow was fully restored.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note an additional device implanted and related to this event: 8012781/pxl161007. Per the gore excluder aaa endoprosthesis instructions for use (IFU), the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in pts diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described: adequate iliac/femoral access and a proximal aortic neck angulation equal to or smaller than 60 degrees. Additionally the IFU states, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.